Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definite cause for the reported tissue damage could not be determined. The reported patient effect of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade 4+. One clip was implanted successfully. A second clip delivery system (cds) was advanced to further reduce mr and grasping was performed with no issues. During the second grasp, a perforation was noted on the posterior leaflet. As the clip could not reduce mr and treat the tissue damage, the physician decided not to implant the clip. The cds with the clip were removed. One clip implanted, reducing mr to 3-4. The patient remains hospitalized. No additional information was provided.